Event description:
It was reported that during a meniscus repair using the fast-fix 360, t1 and t2 deployed at the same time. The t's were removed. The procedure was completed without significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection revealed both t1 and t2 anchors were returned detached from the needle. The suture knot was tightened down. The actuator tip is in the t1 pre-deployment position. No visible damage to the device. A functional evaluation revealed the actuator tip and deployment knob function as intended. A review of the customer provided image reveals the anchors and suture have been removed from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair using the fast-fix 360, t1 and t2 deployed at the same time. The procedure was completed using a back-up device. No significant delay. No patient injury or other complications were reported.